Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a post-op check, the left ventricular lead was noted to have dislodged. The lead was explanted and replaced with a larger curve lead. The patient was in stable condition post surgery. The physician suspected the lead was too small for the vein.